Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test or verify low battery alert, failed battery test alarm and unexpected battery power loss anomaly due to blank display.

Event description:
The customer reported that insulin pump had off no power alarm. The customer¿s blood glucose was 133 mg/dl. The customer stated that they had received a low battery alert prior to the off no power alert. The troubleshooting was performed. The customer was advised to insert a new battery. New battery resolved the issue. The customer was advised the insulin pump will need to be replaced and they may continue to wear insulin pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.